Manufacturer narrative:
The fenestrated bipolar forceps (fbf) instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted radical cystectomy (with ileal conduit) procedure, the fenestrated bipolar forceps instrument jaw part broken off. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed.